Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that the patient had a device site infection with swelling. The patient had a seroma and was inpatient at the hospital. The patient didn't want the battery taken out even with the infection and was ad vised to go tot he ER to treat it. The doctor who implanted the patient removed the whole system and implanted the patient with a whole new system in-patient. The issue was resolved. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.